Event description:
It was reported that a spectrum pump had a system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and evaluation was unable to reproduce the reported problem ec322 and there was no evidence in event history log however, found system error 320 error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. System error 320 may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.